Manufacturer narrative:
No evaluation possible at this time. The suspect device(s) has not been returned for evaluation nor has the identifying part and/or lot number been provided. It is unknown if revision surgery has taken place. Multiple attempts to obtain information have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome. The illico mis posterior fixation system is intended to provide stabilization during the development of fusion utilizing autograft or allograft bone graft. It is intended that this device, in any system configuration, be removed after development of solid fusion mass.

Event description:
Post-op x-ray revealed an illico screw has fractured and broken.